Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ercp procedure with placement of a covered biliary wallstent for treatment. The stent could not be deployed. The clinicial reported that the stent broke during the attempted deployment. The case was noted to be 'very tricky'. The procedure was successfully completed with anoter device. The pt did not sustain any ill effect or complications as a result of the deployment issue. The pt condition was noted to be satisfactory.